Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt began treatment with injections of amikacin (50mg, route and frequency not reported), injections of ciprofloxacin (100mg, route and frequency not reported), injections of heparin (1000 iu, frequency and route not reported), fortum (dose, frequency and route not reported) and imipenem (dose, frequency and route not reported) to treat the event of peritonitis. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available.